Event description:
Pt received a set of breast implants from a surgeon. Immediately after the surgery pt noticed that their breasts were not exact to each other. Pt told the surgeon and was informed that they needed to "settle" a bit and would eventually fall into place. Now it is almost 15 years later and they have deflated. Pt went to a hosp and was told that the implants had ruptured. Pt contacted the dr and he wanted like $7,000, even though the implant company, mcghan said they would provide the implants free of charge.